Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual examination noted that the reload was fully fired. The jaws of the reload were clamped and the knife bar assembly was advanced to the distal end. This indicated that the jaws did not open when the instrument return knobs were retracted. Functionally, the reload jaws were manually opened. The reload was loaded into a post market vigilance instrument for functional testing. The jaws clamped and unclamped repeatedly without difficulty. The interlock was overridden and the reload was then cycled without hesitation or binding and the jaws opened after the instrument return knobs were retracted. The reload interlock was tested and found to function properly. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Staple pre-fired and/or inability to open the jaws after clamping may occur under the following conditions. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single use loading unit (sulu) engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colectomy procedure, the staple around the reload stuck on the tissue. The reload was removed from the handle while it was stuck. The surgeon stapled above and below the reload that was stuck on the tissue and then it was removed. Additionally, the upper ring at the end of the axis broke off.